Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode array was partially outside of cochlea, as confirmed by diagnostic imaging. Thus, the patient was re-implanted with a device with a cmd electrode array configuration. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient only had 6 electrodes in the cochlea, as per performed CT scan, and that auditory performance was very poor. The patient was re-implanted with a device with a cmd electrode array configuration. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. As per additional information received, the patient_s hearing loss was due to radiotherapy for lymphoma treatment followed by meningitis. The observed partial electrode array insertion was, reportedly, presumed to be related to cochlear ossification caused by meningitis. The patient was activated with the new device but unfortunately no sound perception could be achieved.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient only had 6 electrodes in the cochlea, as per performed CT scan, and that auditory performance was very poor. The patient was re-implanted with a device with a cmd electrode array configuration.